Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump's display is complete black. Customer stated that the display fell out of the pump and there were no alarms. Customer's blood glucose levels were not included in the report. Product is being replaced.

Manufacturer narrative:
The insulin pump was received with currents in specification. No blank display noted. The lcd window was fine, the insulin pump passed self-test, backlight works properly. No display anomaly noted during our testing. The insulin pump passed rewind, basic occlusion, occlusion prime, excessive no delivery alarm and displacement test. The insulin pump had minor scratched lcd window, cracked near display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.